Event description:
It was reported the customer received a calibration error. The customer's blood glucose was 3.2 mmol/l. The mother stated had treated her daughter's blood glucose with food and glucose tablets. It was found the customer's calibration error was caused by an incorrect or delayed entry of their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.